Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed). Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Event description:
It was noted the patient died 26 days following device system implant. Follow up with the cardiology clinic reported there were no complications with the implant and no device or lead issues after implant as far as they know. The cause of death was requested, but not available.

Event description:
Asku

Event description:
Asku